Event description:
The evis lucera elite colonovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, incompatible scope error e315 occurred. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned as part of the asset return process and evaluation found incompatible scope error e315. In addition to the reportable malfunction, the following were noted: due to corrosion on the scope identification (ID) cable, the scope ID was not displayed; due to wear of the angle wire, the bending angle in the up direction did not meet the standard value and the play of the upward/downward angulation knob was out of the standard value; the adhesive around the light guide lens was peeled; the adhesive on the bending section cover had a chip; the control unit had corrosion due to water leakage; the scope connector cover unit was sticky; the suction connector was dirty due to water leakage; the suction cylinder was shaved; the universal cord was sticky. Additionally, the following components had a scratch: the plastic distal end cover, the connecting tube, the control unit, the switch box, the upward/downward angulation knob, the universal cord, the scope cover, the suction connector, the forceps elevator knob, the forceps elevator lever, the flexibility adjustment ring, the grip, the protector of the universal cord on the suction connector side, the right/left knob, and the scope connector cover unit. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, a defect of the circuit board in the video connector, or a defect on the system side led to the error message e315 being displayed. The event can be prevented by following the instructions for use which state: chapter 3 preparation and inspection. The equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection. The workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Warning: using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage. Chapter 5 troubleshooting the countermeasures against troubles are described in this chapter. 5.1 troubleshooting: if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Warning: never use the endoscope on a patient if an irregularity is observed. Damage or an irregularity in the endoscope may compromise patient or user safety and may result in more severe equipment damage. Olympus will continue to monitor field performance for this device.